Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was confirmed. Flex properties such as force, deflection angle, and deflection plane are verified. Edwards has provided guidelines and instructions to the physicians in the IFU and training materials/refresher training on how to withdraw the system, including an optional technique for snaring a burst balloon that may facilitate retrieval. In addition, edwards physician training program includes case observation/review, proctor qualification and refresher training. Review of prior closed similar complaints that were able to be confirmed indicates that patient and procedural factors can contribute to difficulty during withdrawal of the delivery system with crimped thv. Furthermore, the review did not identify an edwards related defect that may have contributed to the complaints. Patient factors such as calcification, tortuosity, or small vessel size may cause constrained sections of the anatomy that interferes with passage of the delivery system and causes difficulty during withdrawal. Proper withdrawal technique is important, as non-coaxial withdrawal of the delivery system with crimped thv may cause the system or thv to interact with vasculature or the sheath, resulting in difficulty withdrawing. Withdrawal of a crimped thv that has had its profile altered due to damage (such as bent inflow/outflow struts) or partial inflation can cause additional resistance during withdrawal, as the larger profile may interact with vasculature or the sheath. Furthermore, if the sheath was previously damaged, it can cause further resistance as the delivery system with crimped thv is withdrawn into it. In addition, if the thv is not centered on the flex tip, the proximal end of the thv maybe be exposed to the environment and cause it to become caught on vasculature or sheath tip during withdrawal. Finally, the edwards procedural training manuals instruct the user to withdraw the delivery system with crimped thv and sheath from the patient as a single unit. If the user attempts to withdraw the delivery system with crimped thv through the sheath hub, the thv may become caught on the hemostasis seals within the sheath hub, resulting in withdrawal difficulty. In this case, the complaint was unable to be confirmed. Investigation results suggest/indicate patient factors (tortuosity) may have caused or contributed to this complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
The investigation is ongoing. The lot number is unknown. H3 other text : the device is not retuning.

Event description:
As reported, it was a case of an implant of a 29mm sapien 3 valve, in aortic position by transfemoral approach. During the procedure, the valve could not reach the aortic valve position, due to the length of the commander delivery system, patient height and the tortuosity of the patient's aorta. It was decided to abort the procedure and remove the commander ds without deploying the valve. However, it was not possible to withdraw the commander delivery system with the valve through esheath due to tortuosity. A vascular surgery was called to deploy the valve in right iliac artery. The patient returned to the recovery room. Although the valve was not implanted as planned, the patient will receive the valve implant, via an alternative access, another day.